Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via telephone call that the insulin pump did not deliver insulin and that the blood glucose ran as high as 560 mg/dl. The customer was treated with a manual injection. The infusion set cannula was noted to be bent. The caller declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.